Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "recall; anxiety over known cancer risk and to mitigate risk of cancer," and a "grade iii capsular contracture."

Event description:
Patient reported right side "recall; anxiety over known cancer risk and to mitigate risk of cancer," and a "grade iii capsular contracture." The device remains implanted.